Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, the pacemaker exhibited a diagnostic anomaly and could not be interrogated. As a result, the pacemaker was not used and was replaced during the same procedure. The patient remained stable throughout the procedure.